Manufacturer narrative:
Faradrive sheath was returned with a kink on its shaft, towards the distal tip. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, after exchanging the orion mapping catheter for a farawave ablation catheter, it was noted that the valve was leaking. The sheath was replaced, and procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, after exchanging the orion mapping catheter for a farawave ablation catheter, it was noted that the valve was leaking. The sheath was replaced, and procedure was completed with no patient complications. The device is expected to be returned.